Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial #: (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 18-apr-2005. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at an unknown dose) via an implantable infusion pump. The indications for use were noted to be intractable spasticity and cerebral palsy. It was reported that the patient was in the operating room for a normal and expected end-of-service-life pump replacement. After attempting to aspirate from the catheter access port (cap) they got back blood tinged fluid. That led them to find the catheter pieces had disconnected at the spinal incision site and the pump segment had "moved down into the pocket some." The spinal segment was found to be patent. A new pump segment was added to the existing spinal segment which remained in place. No patient symptoms were reported. The patient's weight was unknown. No further complications were reported.